Manufacturer narrative:
Other applicable components are: product ID 3387-40, lot# j0120576v, implanted: (B)(6) 2001, product type: lead; product ID 3387-40, lot# j0120576v, implanted: (B)(6) 2001, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the lead eroded and surgery was scheduled on (B)(6) 2016 to have the lead removed.

Event description:
Additional information received from the patient reported that the device wire was hanging out of their chest, wouldn't heal, and got infected as of (B)(6) 2016. The issue was resolved by doing surgery where they "took it out of the left side" and put it in their abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.